Manufacturer narrative:
The devices, intended for use in treatment, were not returned for evaluation and the reported event could not be confirmed. A clinical evaluation was conducted and the root cause of the reported clinical symptoms prior to the first revision cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. However, the root cause of the second revision is due to the positioning of the acetabular component, and the long screw that was irritating the iliopsoas. The patient impact beyond the revision and associated pain cannot be determined. No further medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of the reported pain could be device misalignment or migration. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient presented pain problems associated with a total hip replacement. A revision surgery was performed to explant the head and the liner.